Event description:
It was reported that the patient underwent a magnetic resonance imaging(MRI) scan. The implantable cardioverter defibrillator went into backup mode post-MRI. The high voltage therapy was disabled as a result. The device was reset. The patient condition was stable.